Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 992305. The hospital reported that after an endoscopic vein harvesting procedure was complete, hemopro2 extension cable connection where the (vh-4030) cord meets the vh-4000 (hemopro 2) started to smoke.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/11/2024. An investigation was conducted on 03/14/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood. There were no visual defects observed on the intact cord or the intact collars. An electrical evaluation was conducted. A mechanical evaluation was conducted using a reference adaptor, power supply and reference hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. There was no smoke observed during the test. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates- smoke" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.